Manufacturer narrative:
Neither the rapid infuser nor the disposable set have been returned for investigation. The library/retain sample for the associated lot was inspected, and the manufacturing batch records were reviewed; no anomalies or defects were identified. The manufacturing records for the rapid infuser were also reviewed and nothing notable was observed; the unit has not been returned to belmont since it was shipped to the customer in 2014. The operator's manual provides detailed instructions for priming the main system and for priming the patient line, as well as recommended operator actions in the event that there are problems during prime. It was reported that there was no injury to the patient. Without additional information, it is difficult to determine what occurred in this case. Upon reviewing complaints for the past three years, it appears that this was an isolated incident; however, we will continue to monitor and trend similar reports of this nature. Without further information, it is difficult to determine what occurred in this case. Should additional information become available, a supplemental report will be submitted.

Event description:
Belmont's distributor received a complaint from the user facility stating that the system, which consists of the rapid infuser and the disposable set, was unable to prime.